Event description:
The customer reported to vyaire medical that the bellavista1000e shows multiple errors and goes in failsafe mode prior patient use. The errors are alarm 316 - blower failure, alarm 401 - inspiration valve or device leaky, and alarm 553 - adc2, rtempblowerscaled value out of range. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the failure of the unit was most likely due to a lack of filter maintenance; the customer was informed of the testing requirements prior to component replacement. The customer then stated that the electronic board had been visually inspected and that there was no visible damage or burns. Disassembled the blower as well, and there was an obvious burn smell, and the internal blower right side rubber color is grey, indicating that the blower is definitely damaged. It was also noticed that the blower filter and muffler are in good working order. The customer was informed that the filters were fine and that a blower could be installed to ensure that the alarms were no longer active. It is recommended that the current install filters be replaced, the blower be installed, and the unit be checked. If the error persists after replacing the blower with a known good blower, the problem is with the main electronic as well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue, and it was discovered that the unit has been alarming with alarm 241 and intermittently changing to alarm 240 blower temp too high since 16.11.2021. From november to february, these alarms can be seen. The highest recorded blower temperature was 139.3 degrees. Every subsequent start shows alarms 316, 401, and 553 triggering simultaneously. Blower overheating caused by a lack of maintenance / filter exchange, combined with failure to respond to blower temperature alarms, resulted in blower unit damage. Root cause of failure was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.